Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to a33 alarm. However, device passed rewind test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out during manual prime process. The customer¿s blood glucose level was 134 mg/dl at the time of the incident. Customer stated insulin continues to drip after motor stops during the manual prime process and customer was unable to exit from preparing to prime loop. Customer stated that the insulin pump was stuck on compromised force sensor system alarm after rewinding the insulin pump multiple times. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.